Event description:
The technician alleged that the foot will not stay up and lowers by itself. No pt impact.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue.